Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped during use. The roller pump displayed error code 000004. The unit was power cycled to clear the error and continued to function during the remainder of the case. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred at (B)(6) hospital, (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that the s3 roller pump stopped during use. The roller pump displayed error code 000004. The unit was power cycled to clear the error and continued to function during the remainder of the case. There was no report of patient injury. Upon receipt, the pump showed heavy damage. The pump head was loose in the housing. The pump was contaminated with blood. Cracks were found at the pump cover. The plastic guides for the tubing were missing. Broken parts were found in the pump housing. The plastic guides were replaced for testing. The test of the pump failed to reproduce the reported error. The circuit boards were evaluated under a microscope, which revealed a burned resistor on the motor control board. The resistor displayed evidence of high impedence. The function of this resistor is to limit the 'switch-on' current to protect the mains switch contacts, which showed no signs of combustion. The described failure could not be reproduced during 24 hours of testing. The failed resistor did not contribute to the reported failure as it is only active when turning on the pump. Sorin group (B)(4) concluded that the malfunction could have been contributed to the missing plastic guides, the particles found inside and the general condition of the pump. There was no report of pt injury. The facility filed a vigilance report with the french authority. This medwatch report is filed as a result of this action.